Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed on the ventricular channel. Patient received inappropriate atp and hv therapy. Programming changes were made during the device check and performing an induction test was recommended. Patient returned for follow-up in clinic for induction testing. Vf rhythm was being undersensed with the reduced sensitivity settings, and the device was not detecting the rhythm in the appropriate vf zone. All dft's failed and the patient needed external defibrillation to convert the rhythm. Programming changes were made but undersensing was still noted and external defibrillation was again needed to be used to convert the arrhythmia. Physician elected to make further programming changes and suggested implanting a new system. Patient later presented to the ER after receiving inappropriate shocks. Patient fell and broke her nose and had contusions around the eye after receiving the shock. The device was explanted and a new device was implanted. No further information available.